Event description:
Report received from a dr, via a sales rep in 2005 regarding pt whose medical/surgical history was not provided. The pt received injections of captique (date unk), to the nasolabial folds, lips, and vermillion border. On an unk date the pt presented with a lump at one of the treatment sites. The dr injected the lump with intralesional kenalog, with no change noted after the intervention. The dr assessment of causality was not provided. Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.